Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced high blood glucose levels 544mg/dl. Customer¿s current blood glucose was 361 mg/dl. Customer was treated with manual injection and insulin pump. Customer¿s mother assisted for troubleshooting for high blood glucose. Drive support cap was normal. Customer state that there was no leak or air bubbles. Customer was assisted to perform high pressure test and insulin was no delivery. Customer state that she had high blood glucose and it down to 226 mg/dl on monday and she treated with insulin pen and now her blood glucose was 206 mg/dl. The insulin pump will not be returned for analysis.